Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently programmed the pump incorrectly, causing the customer to experienced low blood glucose (bg) levels (50 mg/dl). Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.